Manufacturer narrative:
(B)(4).

Event description:
A consumer reported the patient's implantable neurostimulator (ins) would turn off due to an interaction with an invisible dog fence. The cause of the event was a known interaction with a dog fence. The issue was resolved when the patient's ins was explanted and replaced due to battery depletion. The patient's new ins was not affected by the magnetic field. The issue was resolved at the time of this report. The patient was alive with no injury. The patient's indication for use is movement disorders.